Event description:
A customer contacted beckman coulter inc (bec) to report receiving cartridge chemistry cuvette not dry before first reagent dispense error on the unicel dxc 600p synchron chemistry analyzer. Customer hotline instructed the customer to inspect the reagent probes and check reagent syringe. The customer stated the reagent syringe was loosened itself from the t-valve, which would have caused the reagent probe to be wet and cause the cc error. Hotline instructed the customer to wear ppe and to tighten the syringe on the t-valve, which resolved the issue. No injury or exposure was reported.

Manufacturer narrative:
(B)(4).